Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion on the computer/analog and defibrillator pcas. The root cause for the corrosion was ingress of an unknown liquid. There is no indication the defective monitor caused or contributed to the treatment event. There is no death associated with the treatment event or the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on. The monitor was associated with an appropriate treatment event. The monitor was successfully able to deliver treatments, and was later found to be unable to power on.